Manufacturer narrative:
A6 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the left femoral artery in a 66-year-old male patient for acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) stage e shock. Comorbidities were not reported. While on impella cp support, it was noted that blood urine was observed. No further information was available at the time of reporting. It was noted labs were pending at the time of event reporting. The device remained in place for ongoing support. Eight days after the reported event, the impella cp device was explanted. The patient survived to explant.